Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the implantable neurostimulator (ins) never worked to help the patient walk. No other information was reported. Additional information has been requested regarding the interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.